Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the complainant's semi-annual maintenance, the cardiosave intra-aortic balloon pump (iabp) device was alarming with "iabp may require maintenance".

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the customer's stated complaint and verified the fault codes 58 and 124. Fse had found the atmosphere pressure slightly higher than local readings. Fse had re calibrated the 30 psi pressure and the cardiosave atmosphere pressure remained drifting slightly higher. With further testing fse had found the fill manifold test had failed multiple times. Replaced the helium reservoir assembly and re calibrated. Functional tested without any further failures or issues.all work was performed on maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received the following part helium reservoir assembly associated with this complaint. Part was received with a reported failure of a ¿iabp may require maintenance¿ message and a failed fill manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the helium reservoir in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported during the complainant's semi-annual maintenance, the cardiosave intra-aortic balloon pump (iabp) device was alarming with "iabp may require maintenance". There was no patients harmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)